Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device used for treatment.

Event description:
Pt was implanted with a trochanteric fixation nail and a helical blade two years ago for a pathological fracture. Pt has cancer. The nail broke postoperatively and non-union was noted. The pt was returned to the operating room on (B)(6) 2012, for removal of hardware. Surgeon was able to remove the proximal portion of the nail. The distal end of the nail remains in the pt. All other hardware was removed and pt was revised to a plate and screw construct.